Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a few high out-of-range pace impedance alerts on the right ventricular (rv) lead. Myopotentials had been noticed but this device is not sensing it, technical services (ts) indicated that this is not normal for a dedicated bipolar lead. Ts suspected spring contact issues between this ICD and the rv lead. High and variable capture thresholds has been noticed as well that likely are related to the patient's medication. Further information indicates that isometrics and pocket manipulation were applied, but no noise was found. No corrective actions had been taken, this patient will likely be monitored until further notice. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. Visual inspection found no anomalies. The analysis performed confirmed proper operation of the pacing, sensing, and shocking functions of the device, passing all mechanical and electrical testing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a few high out-of-range pace impedance alerts on the right ventricular (rv) lead. Myopotentials had been noticed but this device is not sensing it, technical services (ts) indicated that this is not normal for a dedicated bipolar lead. Ts suspected spring contact issues between this ICD and the rv lead. High and variable capture thresholds has been noticed as well that likely are related to the patient's medication. Further information indicates that isometrics and pocket manipulation were applied, but no noise was found. No corrective actions were taken, this patient was monitored until further notice. This device remained in service and no adverse patient effects were reported. Eventually, this ICD was explanted due to therapy upgrade and was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a few high out-of-range pace impedance alerts on the right ventricular (rv) lead. Myopotentials had been noticed but this device is not sensing it, technical services (ts) indicated that this is not normal for a dedicated bipolar lead. Ts suspected spring contact issues between this ICD and the rv lead. High and variable capture thresholds has been noticed as well that likely are related to the patient's medication. Further information indicates that isometrics and pocket manipulation were applied, but no noise was found. No corrective actions were taken, this patient was monitored until further notice. This device remained in service and no adverse patient effects were reported. Eventually, this ICD was explanted due to therapy upgrade and it's expected to be returned.